Event description:
It is reported that a customer had difference in reading between their blood glucose and sensor glucose on their insulin pump. The customer's blood glucose level was at 213 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.